Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "at the moment of the event there was no patient connected. The ventilator device turned itself off. The screen was black and there was an audible alarm. The staff removed and reinstalled the battery and the problem was solved. Then the ventilator device operated normal ". - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "at the moment of the event there was no patient connected. The ventilator device turned itself off. The screen was black and there was an audible alarm. The staff removed and reinstalled the battery and the problem was solved. Then the ventilator device operated normal ". There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.